Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 555 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the up and down buttons were unresponsive. Customer was able to resolve the issue during troubleshooting and realized they pressed the buttons rapidly which caused the issue. Customer advised all buttons are responsive.